Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the angle wire play, the segment corroded, the operation channel leak, the light guide cable leak, the objective lens unit scratched, the electrical connector dirty, the lcb distal cover glass dirty, the junction case loosened, the insertion flexible tube (ift) worn out, the segment hard to move, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).